Event description:
The event is reported as: complaint alleges: stapler jammed during use. There was no injury to the pt.

Manufacturer narrative:
Sample device has not been rec'd by MFR in time for this report.